Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that blood and tissue were visible on the returned helix and the helix was slightly bent. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold and oversensing noise that was exacerbated by device manipulation. An rv lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.